Event description:
A cracked charger port cover was reported, which caused the cartridge alarm and prevented new cartridges from being installed. There was no reported impact on the customer¿s blood glucose level. The customer declined follow-up from technical support, and no further information about the outcome of the event was available.